Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump had emitted multiple 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the pump black box data alarm history showed that a cs128-fb80 replace battery alarm was recorded. The battery compartment was observed to be cracked at the threads. There was moisture corrosion observed in the battery compartment. A leak test confirmed a battery compartment leak. During testing, the pump alarmed with cs128-fb80 at the first rewind attempt. The pump¿s cover was removed; additional moisture corrosion was found to the inter-board flex. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.